Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that have issue with several on the keyboard. A field service engineer station inspected, cables and keyboard drivers reconnected to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. Exec investigation summary (minus description of problem)".

Event description:
It was reported by the customer that the pyxis medstation es system keyboard malfunctioning. A customer reported that medications were accessible in the secondary pyxis, but there was no impact on patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system keyboard malfunctioning. A customer reported that medications were accessible in the secondary pyxis, but there was no impact on patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that thestation having issues with several keys on the keyboard a field service engineer inspected station, reconnected the cables and drivers for the keyboard to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after field service engineer troubleshooting.